Event description:
A (B)(6) male underwent an abdominal aortic aneurysm (aaa) procedure on (B)(6) 2012. The physician put the sheath in the femoral artery, when he removed the dilator, blood was gushing out the back end. Upon the investigation, the physician realized there was no valve in the sheath, and it was essentially a 'straw' that was not hemostatic. The patient lost approximately 350cc of blood. The patient did not require a transfusion, but the physician did need to open another checkflo 18fr to complete the procedure. From the information provided by the reporter, a foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The device was returned in a used and damaged condition. The silicone disk had dislodged from the check-flo body and was not returned. Per specification, an air pressure test is performed 100% on each order received. The proximal check-flo assembly is confirmed to be correct and fittings confirmed to be fully snapped and secure. Precautions listed in the IFU state, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." The silicone disk had dislodged from the check-flo body. Although these devices are 100% leak tested, this (B)(4) is not listed. Failure mode is relevant to a CAPA which implemented a design change effective 02aug2011, which is after the valve assembly date for this device. The effectiveness of implementing risk reduction activities as a result of CAPA investigation will be determined. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar occurrences. A review of the device history record confirms the valve was assembled prior to the CAPA implementation and therefore, risk assessment is evaluated prior to that date. As a result, the associated risk does not warrant additional corrective action at this time.